Event description:
Two 1-liter empty eva bags were found to contain small filaments floating after the addition of sterile water for injection. The empty 1-liter containers were required to pool 60-grams of ivig. The sterile water for injection was added to one bag then the technician noticed the filaments. Another 1-liter bag was used and again, after the addition of the sterile water for injection, the filaments were noticed. A third bag was introduced that did not show any filaments. (B)(4).